Event description:
It was reported that during testing conducted at the manufacturer facility the safety pin of the device was disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported broken safety pin was confirmed by a manufacturer repair engineer through visual and functional evaluation. The broken component could potentially have been caused by a number of factors including impact or material integrity issues.

Event description:
It was reported that during testing conducted at the manufacturer facility the safety pin of the device was disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.